Event description:
User facility reported the flexible metal guide didn't slip in the needle during the setting up of the tracheostomy procedure, and it was later added that this was due to the operator's incorrect use/set up of the device.